Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power-up event, with an associated motor start event, logged on 21/apr/2024 at 14:49:04, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 96% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up the loss of power. The controller was without power for fourteen (14) seconds. Log file analysis also revealed motor start events recorded on 05/may/2023 at 13:09:26 and on 21/apr/2024 at 14:49:10 in which the motor start parameters were atypical. Additionally, review of the controller log files associated with (B)(6) revealed one (1) vad disconnect alarm logged on 10/may/2024 at 12:01:13, indicating a physical disconnection of the driveline from the controller. Of note, log file analysis indicated that (B)(6) was not in use with the pump and was likely the patient's backup controller. The observed vad disconnect alarm is an additional finding not related to the reported event, likely due to the controller being powered up without the driveline connected. As a result, the reported controller loss of power event and the atypical motor start parameters finding were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0  d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 21-oct-2022 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient accidentally double disconnected the power sources while trying to replace a battery, and the controller exhibited an unexpected loss of power. Review of log files also revealed multiple motor starts with atypical parameters. This device is included in the subgroup 3 population for delay or failure to restart. The controller and ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.